Manufacturer narrative:
Device evaluation summary: two devices were returned for evaluation. Device 1 the first device returned with the balloon folds expanded. The stent had been deployed. No burst was identified on the balloon. A 0.014¿ 300cm straight-tip guidewire was frontloaded and backloaded through the lumen with no issues noted. No damage was noted to the remainder of the device. The second device returned with the balloon folds expanded. No burst was identified on the balloon. The stent had been deployed. A 0.014¿ 300cm straight-tip guidewire was frontloaded and backloaded through the lumen with no issues noted. No damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during a procedure two resolute onyx des were used to treat the mid lad lesion with 85% stenosis. Negative prep was performed on the device prior to use with no issues noted. The lesion was pre dilated. Resistance was not encountered and excessive force was not used. The issue occurred on the first inflation. The device was not moved or repositioned in the lesion while inflated. There was no damage noted to the leur, catheter or balloon device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two resolute onyx des were used to treat a lesion. There was no damage noted to the packaging. There was no issue removing the devices from the hoop. The devices were inspected with no issues. The lesion was pre dilated. Resistance was not encountered and excessive force was not used. It was reported that the balloon burst at 12 atm during stent deployment. The patient is alive with no injury.